Event description:
Caller reported a power source alert. There was no adverse impact to the customer's blood glucose level. Caller had not attempted to leave the wall adapter plugged into a working outlet for at least 30 minutes as a corrective action, so technical support instructed them to do so. After following the instructions, the pump began charging successfully.